Manufacturer narrative:
(B)(4). The lot 14a057 was manufactured on january 26, 2014 to january 28, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection and flow rate testing were performed. No malfunctions or abnormalities were found. The device was found to flow within specification. A batch review has been conducted which revealed product met the acceptance criteria for release. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume infusor flowed slowly during infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.